Event description:
Baby had numerous apnea and bradycardic episodes. Noted that oral gastric tube was stiff and could possibly be causing vagal episodes. Also several, small emesis episodes. The og tube removed and it was noted to be very curled/misshaped and stiff. The tube had been in place less than 2 weeks. It was replaced with a new 5 fr tube that is more pliable. No more episodes for the rest of the shift. This baby is a little over 1 kg and was not tolerating the 8 fr tube.